Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer made a mistake in entering the pump's carbohydrate ratio. The carbohydrate ratio was set to 1u:1.8g rather than the intended 1u:8.5g. Customer's blood glucose level was 264 mg/dl. Customer declined further assistance from tandem technical support.